Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and found that the machine was not booting up. The philips field service engineer (fse) went onsite and confirmed the reported issue. Review of the system log file showed collimator, geometry, image processor, image detector, misc io, sequencer, ui devices and x-ray generator errors and warnings. The fse checked the system, the software and other connections and found problem with the network switch of the r cabinet. The fse reseated all the network cables of ethernet switch in the r cabinet. After the repair, the system was returned to use in good working order.